Event description:
The customer reported that the system missed images and had some data mix. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reformatted the hard drive and reloaded the software. The system was tested and fount to be working as intended and put back in service.